Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height main drawer 1 not detected on bus, half height main drawer 3.2 row b not detected on bus. The field service engineer (fse) removed the back panel and inspected the controller board lights, discovering that the bus wire for full height main drawer 1 was disconnected. After reseating all bus connections and rebooting the device, diagnostics confirmed full drawer functionality. The customer successfully inventoried the device without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the multiple drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.